Event description:
The following has been reported: biomed reported: "alarm service needed." Injury/adverse reaction: no. Active infusion stopped: yes. Biomed reported on 07/17/2025: gave a service need on screen after running it and cleaned the pins. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for av sticky valve failure. Device displayed tubing set misloaded error after a cassette was loaded on to the device. The fva pins had a slight amount of drag felt during operation. The device was opened to inspect for internal damage and for cleaning. Damage was identified on the retaining plate near the lever arm. The fva pins and their channels were cleaned using alcohol. The fva lip seals were replaced during investigation. An infusion was run on the device again and no failures or errors occurred. The retaining plate will be replaced during repair before being sent to the test line for full functional testing.